Event description:
It was reported that the patient's device was replaced on (B)(6) 2011. The reason for the replacement was that the pump and catheter were migrating and twisting. No (B)(6) study or dye study were performed. There was no patient injury reported. The patient recovered without sequelae. The drug in the pump at the time of the event was dilaudid.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.